Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed safety valve test during pre-use check. Issue confirmed in the provided device logs. However, despite several reminders, we didn't receive the confirmation of part replacement nor the part returned for investigation. Therefore, no root cause can be established. Safety valve is a part of the inspiratory section of the upper part of the patient unit. When the safety valve is opened, the inspiratory gas is let out from the inspiratory pipe via the safety outlet thus enabling a decrease in the inspiratory pressure. The opening of the safety valve mainly depends on the pressure inside the expiratory pipe. The higher pressure (e.g. 5 cmh2o above the preset upper pressure) triggers the alarm. Moreover, safety valve can be opened by other alarms, e. G. The out of gas-alarm. The safety valve opening pressure is calibrated to 117 ±3 cmh2o during each pre-use check. The test can be repeated up to five times to achieve a passed result: acceptance interval for the first test is 115.50-118.50 cmh2o. Acceptance interval for the following tests is 114.00-120.00 cmh2o. The test fails if an opening pressure within 114.00-120.00 cmh2o is not reached after five attempts.

Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).